Event description:
It was reported that the patient developed an infection. Device was explanted and replaced. No further information available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).